Event description:
Clinical study. It was reported that during a coronary artery drug-eluting stent treatment procedure the physician encountered balloon withdrawal resistance. The index procedure treated one de novo target lesion. The lesion was a 3.5mm vessel diameter, 20mm long, with no calcification and mild tortuosity, 99% stenosed, and located in the first site proximal left anterior descending artery (lad) to the distal site mid lad. The lesion was predilated with a bsc maverick 3x20mm balloon. The physician implanted a 3.5x20mm taxus liberte drug-eluting stent at 10 atms. There was mild balloon resistance from the stent upon withdrawal. The physician was able to inflate the balloon on the first attempt. The balloon was inflated to 10 atms for 10 seconds. The physician did not have any difficulty deflating the balloon. The balloon was 0 atms at the time of withdrawal and di d not remain inflated. It took a "strong pull" to remove the balloon. The device was removed from the patient intact; the balloon was not inflated upon removal. There were no patient complications related to the balloon inflation/deflation. The procedure was successfully completed and the patient's final condition was "well." Post-treatment, the lesion was 0% stenosis and timi flow 3. The patient was discharged 1 day post-procedure on aspirin and plavix. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device review: the delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 8277974 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.